Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified damage to the device. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single axillary view of the right shoulder demonstrates a right shoulder arthroplasty with intact articulation between the glenosphere and the humeral baseplate. However, there is angulation between the baseplate and the humeral stem suggesting possible fracture in this region. No bony fracture is seen. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthoplasty. Subsequently, revised due to pain and humeral tray implant peg fracture. The patient had never done any intense activities or exercises that could cause pressure on the surgical site. The patient is noted to be an elderly person. No additional information is available.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical devices: comp rvrs 25mm bsplt ha+adptr cat: 010000589 lot: 763670; comp rvs cntrl scr 6.5x30mm st cat: 115382 lot: 909870; comp locking screw 4.75x25mm cat: 180502 lot: 722900; comp rvrs shldr glnsp std 36mm cat: 115310 lot: 757740; arcom xl 44-36 std hmrl brng cat: xl-115363 lot: 488850; comp primary stem 12mm mini cat: 113632 lot: 124970. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to a fracture of the implant's pegs.